Event description:
Customer called to report that the insulin pump pushes all the insulin out at once and that the drive support cap has fallen out of the pump. Customer's blood glucose reading was 130 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.